Event description:
It was reported that (1) 512sd was used during an unknown procedure. It was reported by the rep that the ring gasket dislodged from trocar and fell into abdomen. The ring gasket was recovered by surgeon and the case was completed. There was no consequence to pt.